Event description:
It was reported that the patient experienced reservoir herniation with the inflatable penile prosthesis reservoir component. The physician indicated that a revision surgery would take place. Additional information received indicated the reservoir was replaced.